Manufacturer narrative:
Additional information: during follow up, it was reported that the patient did not experience a peritonitis event, therefore a baxter disposable is no longer considered a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome was not reported. Action taken with pd therapy was not reported. No additional information is available.